Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the patient experienced an infection. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - patient underwent surgery for repair of an incarcerated umbilical hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2013 - patient underwent an additional surgery to repair the hernia defect and remove the infected ventralex. The attorney alleges the patient experienced pain, infection, additional surgical procedure, explant and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the patient experienced an infection. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - patient underwent surgery for repair of an incarcerated umbilical hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2013 - patient underwent an additional surgery to repair the hernia defect and remove the infected ventralex. The attorney alleges the patient experienced pain, infection, additional surgical procedure, explant and was injured severely and permanently. Addendum per additional information provided: attorney alleges that the patient experienced abscess, infection, pain, hernia recurrence, drainage, fluid collection over the mesh, loss of belly button, disfigurement, permanent stiches in place of belly button and underwent excision of infected mesh. Per provided medical records: (B)(6) 2012 - patient was diagnosed with umbilical hernia and underwent hernia repair surgery with implant of a bard/davol ventralex hernia patch. Per op notes: "I was able to come around the defect and clear that up and reduced it without difficulty. I then placed a 6cm bard dual mesh (ventralex hernia patch) into the defect and sutured it to the fascia with interrupted 2-0 prolene sutures". About one year post implant, the patient presented to the hospital with increasing drainage due to the stitch abscess which was removed. (B)(6) 2013 - patient underwent mesh removal surgery. Per op notes, ¿I then was able to create subcutaneous flaps and grasped the mesh was with kocher clamp. The affected skin was also included which was quite irritated. This was removed in situ with the mesh itself¿ there was some omentum that was carefully taken down... And the mesh was completely removed.¿ adhesions were taken down as well.